Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. There is no evidence that the access toxo igg reagent was returned for evaluation. In conclusion, the cause of the event cannot be determined with the available information. All mdrs related to this event are: 2122870-2015-00595, 2122870-2015-00596.

Event description:
The customer reported obtaining repeatable reactive toxoplasmosis gondii igg (access toxo igg) result for one (1) patient on the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)) and unicel dxi 800 access immunoassay system (serial number (B)(4)) that was discordant to one (1) other device and to the patient's previous results. After obtaining reproducible reactive access toxo igg results, the customer sent the patient's sample to a reference laboratory and had it analyzed on an alternate device, the liaison xl manufactured by diasorin, which produced a discordant, non-reactive result. This MDR addresses the result obtained on the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)). MDR 2122870-2015-00596 addresses the result obtained on the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)). The access toxo igg results were not reported outside the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Quality control (qc), calibrations and system check were performing within specifications at the time of the event. The patient's sample was collected in a serum tube with a gel separator. The sample was centrifuged at 2,200g (relative centrifugal force) for ten (10) minutes at 18 degrees celsius. There was no report of sample integrity issues reported by the customer.